Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reported that a patient underwent photo refractive keratectomy (prk) enhancement, approximately three years following primary treatment, in the right eye. At the one week postoperative visit, after the contact lens was removed, the patient presented with a corneal abrasion. The patient reported eye pain. In a follow up, the optometrist reported that the corneal abrasion was treated with medication and resolved. In the optometrist's opinion, the laser did not cause or contribute to the event. No further information is anticipated.